Manufacturer narrative:
The complaint of possible infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has an scs system for off-label use. Device 1 of 3. Reference MFR report #: 1627487-2016-04565 and 3006705815-2016-00397. It was reported the patient experienced redness, pain, swelling at the ipg site and down his arm. The patient went to the emergency room on (B)(6) 2016 to drain the fluid from the ipg area. A culture was taken but the result is unknown.